Event description:
During an arthroscopic procedure, the physician reportedly utilized an arthrowand (catalog number unknown). The physician reported the patient experienced a burn to the axilla to mammilla region. The manufacturer is currently attempting to obtain the missing information (i.e., catalog number, lot number, patient condition, additional event details, etc.) To complete this report.

Manufacturer narrative:
The manufacturer is currently attempting to obtain the missing information (i.e., catalog number, lot number, patient condition, additional event details, etc.) To complete this report.